Event description:
It was reported that the patient presented with work related injury since (B)(6) 2009 report ongoing low back pain with radicular symptoms. Attempts at conservative therapy treatment without significant improvement. On (B)(6) 2010 the patient underwent left l4, l5 and s1 hemilaminectomy; left transforaminal discectomy l4-l5 l5-s1. Transforaminal placement of interbody fusion device left l4-l5, l5-s1. Bone harvest from spinous process; posterior segmental instrumentation, l4-l5, l5-s1 using rhbmp-2/acs, surgical dynamics, MRI-compatible posterior instrumentation and pedical screw system. Whole body bone scan from (B)(6) 2011 demonstrates no evidence of pseudoarthrosis. MRI of the l-spine from (B)(6) 2011 demonstrates postoperative changes. There is an osteoclastic lesion at l4 which requires further monitoring. There is also concern for possible adjacent segment disease at l3-l4 patient reports on (B)(6) 2012 he has had no improvement in his symptoms since he was last seen in (B)(6) 2011. He feels his pain is about equal to his preoperative status and feels less mobile postoperatively. Complains of both lower back pain and left leg pain. He has undergone selective nerve root blocks at l3-l4 and l5-s1 which were only mildly beneficial in decreasing his lower back pain. Patient returns and reports on (B)(6) 2012 he has persisting low back and lumbar radicular complaints. He has evidence of adjacent level disease and is considering additional surgery, but would like to try pain stimulator first.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.